Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. Technical services (ts) reviewed available data via the latitude remote patient monitoring system and recommended lead integrity testing. No adverse patient effects were reported. At this time, this rv lead remains implanted and in service.

Manufacturer narrative:
This device remains implanted but out-of-service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. Technical services (ts) reviewed available data via the latitude remote patient monitoring system and recommended lead integrity testing. No adverse patient effects were reported. At this time, this rv lead remains implanted and in service. Additional information received indicates that during a routine generator replacement, this rv lead exhibited high out-of-range shock impedance measurements during pre-implant testing. Technical services (ts) was contacted and recommended manual shocks, which were performed by the field. A code 1005 was declared which is indicative of an open circuit condition. Subsequently, this rv lead was surgically capped/abandoned (it remains implanted but out-of-service), and a new rv lead was implanted alongside a new generator. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. Technical services (ts) reviewed available data via the latitude remote patient monitoring system and recommended lead integrity testing. No adverse patient effects were reported. At this time, this rv lead remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.